Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was successfully implanted. At the conclusion of the case, a small pericardial effusion was noted via transesophageal echocardiogram (tee) without symptoms. Later that evening, patient became hypotensive and complained of chest pain. A 2 cm effusion around the right ventricle apex was seen via transthoracic echocardiogram. A pericardiocentesis was attempted, but the physician was unable to gain access to the pericardium. Patient was kept for observation and the effusion resolved on its own. It was further reported that the patient had a preexisting pericardial effusion that was not concerning, and the procedure was completed without issue. Later in the evening when the patient complained of chest pain, another physician on duty opted to tap the pericardial effusion. As the pericardial effusion was too small, the physician could not successfully drain any fluid. The patient has a history of ventricular tachycardia (vt) and the reporting physician believes the chest pain was likely related to the vt. The patient remained in the critical care unit (ccu) related to the vt as they were having intermittent runs ranging up to 170 beats per minute. The patient remained hospitalized to ensure the medications were correct and that they were in good condition to be discharged as the patient lived far from the health care facility. Ablation was not performed. The length of stay in the hospital was confirmed to be approximately 2 weeks. The closure device is good. It is sealed off and the patient is off oral anticoagulant medication (oac) and has had no strokes.

Manufacturer narrative:
This is the original complaint and a duplicate MDR 2134265-2019-15636 was also sent. The additional information will be updated in that duplicate MDR also.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was successfully implanted. At the conclusion of the case, a small pericardial effusion was noted via transesophageal echocardiogram (tee) without symptoms. Later that evening, patient became hypotensive and complained of chest pain. A 2 cm effusion around the right ventricle apex was seen via transthoracic echocardiogram. A pericardiocentesis was attempted, but the physician was unable to gain access to the pericardium. Patient was kept for observation and the effusion resolved on its own.